Event description:
O5:50 patient placed on bipap unit with settings: ipap 10cm/epap 5cm, 6 1/min. 02 bleed-in. Patient responded to therapy.09:30 bipap settings changed to ipap 15cm/epap 8cm, 12 1/min 02 bleed-in. Saturation improved.13:30 patient desaturated to 60% and was trying to remove bipap mask from nose. Respiratory therapist summoned and noted pulse oximeter alarm and display 0f 58%. Shortness of breath. Therapist remvoed bipap mask and applied resuscitation bag.13:50 patient placed on a different bipap unit and responded to therapy.